Event description:
During a right chest tube insertion blood backed up into the chest tube and the patient coded. Upon opening the chest vascular injury was noted. Patient did not survive. There was no autopsy to my knowledge. There was no difficulty inserting the device: it was done correctly and under observation and in a planned/controlled situation.